Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a therapy test failure. There is no patient involvement.

Manufacturer narrative:
The follow up report was sent in order to correct the product number of the device.